Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture" and "looks displaced".

Event description:
Patient reported "rupture, felt sharp pain, started to have chest pains, difficulty breathing, air bubbles, swelling on side and under, loss of sensitivity and starting to see bruising and looks displaced". This record is for the left side. Device remains implanted.